Event description:
Patient received one mistreatment session in the posterior region during a prostate therapy session 1.2 cm away from target. Upon review of the treatment, a new dose plan was created incorporating the posterior positioning and no adjustments were necessary to the treatment. There were several factors which led to this event. The CT marker distances were multiplied by a factor of 10 after a system crash. An existing fix for the problem was not applied at the site. The work-around requires the user to manually input data. When completing this task, the therapist omitted all negative signs from the data, giving the wrong target location. This input resulted in a target configuration of the exact size and shape as the true target location and was undetectable by the intermarker distance difference matrix. This means the software's error check did not detect the problem. Compounding the problem, the user had the software running in "translation only" mode which did not allow the software to correct for the incorrect geometry.

Manufacturer narrative:
Notifications of the software patch upgrades were sent out to all customers.